Event description:
Additional information received reported the implantable neurostimulator was turned off for a two week period and restarted with new programming. No additional adverse events had been reported since that time.

Event description:
It was reported that the patient experienced a shocking or jolting sensation and uncomfortable stimulation following exposure to a theft detector at (B)(4) . It was unknown if the implantable neurostimulator was turned on at the time of exposure. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v658633, implanted (B)(6) 2011, explanted unk; programmer model 3037, serial # (B)(4) ; implantable neurostimulator model 3058, serial # (B)(4), implanted (B)(6) 2011, explanted unk; lead model 3889-28, lot # v717136, implanted (B)(6) 2011, explanted unk; programmer model 3037, serial # (B)(4) .